Manufacturer narrative:
Continuation of concomitant products: dtba1d1 implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had noise leading to inappropriate atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead was capped and replaced. During the capping of the of the right atrial (ra) lead the superior vena cava (svc) coil of the right ventricular (rv) lead was affected and the coil impedance can now not be obtained. The rv lead remains in use. No further patient complications have been reported as a result of this event.